Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the surgeon tried to tie the suture and he found that the suture snapped. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.